Event description:
The customer received questionable total prostate-specific antigen (tpsa) and questionable free prostate-specific antigen (fpsa) results on their e-module analyzer. The tpsa results were from this analyzer. The fpsa results were from another e-module analyzer, serial number (B)(4). The patient's initial tpsa result was 0.006 ng/ml accompanied by a data flag. The initial fpsa result was 1.05 ng/ml. The client questioned the results. The sample was pulled and re-run using another aliquot. On (B)(6) 2012, the first repeat tpsa result was 5.30 ng/ml accompanied by a data flag and the fpsa result was 0.598 ng/ml. On (B)(6) 2012, the sample was repeated again and the tpsa result was 5.4 ng/ml and the fpsa result was 0.6 ng/ml. The first repeat results were reported outside the laboratory as a corrected report. The customer was unable to provide any information on adverse events. The tpsa reagent lot number was 16349301 and the expiration date was 09/30/2012. The fpsa reagent lot number was 16543303 and the expiration date was 01/31/2013. The field service representative could not find a cause. There was no remedial action performed. He ran performance testing with no errors. He verified operation with no defects noted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For e-module with (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. The issue was not reproducible. The calibration and quality controls results did not indicate a system or reagent issue. There were no indications of hardware issues found. It is unknown whether erroneous result caused an incident or adverse event. It is unknown whether erroneous result caused an incident or adverse event.